Event description:
The pt was implanted with a heartmate ii left ventricular assist device (lvad). According to info submitted to the MFR, the pt presented with hemolysis and as a result the hosp made a decision to exchange the lvad with another lvad. No add'l info was provided.

Manufacturer narrative:
The pt continues on lvad support without any further issue reported. The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.